Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 - 35 mg/dl; cause was unknown. Customer attempted to address their bg with consuming carbohydrates, but additional treated with intravenous fluids. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.